Event description:
It was reported that the tubing of a clearlink continu-flo solution set had severed during patient use. The patient was in the coronary unit receiving an infusion of heparin 25000uts/500mls in d5w for an unknown indication. The reporter stated that the nurse had gone to disconnect the tubing and discovered that the tubing had been severed and covered in blood. The tubing was replaced and the infusion was resumed. There was no patient injury or medical intervention as a result of this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): the assignable root cause for the reported condition is determined to be the patient accidentally applying excessive stress to the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that the tubing was separated/broken at the outlet port. It was also noted that a piece of the tubing was missing at the break site. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.